Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 22nd october 2024, it was reported by an arthrex employee via email that for an ar-1927bcf-45, 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® and one tigerwire®, the anchor broke during insertion. The surgeon used another anchor but it also broke. This was detected during use in a rotator cuff repair procedure on (B)(6) 2024. The procedure was completed successfully as another new ar-1927bcf-45 was used. All the fragments were retrieved from the patient. There was no patient harm and no secondary procedure performed.

Manufacturer narrative:
Complaint allegation is confirmed. Visual inspection identified the bio-screw of the 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® and one tigerwire® had broken off. Functional testing was not performed due to the damage to the device. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.